Event description:
It was reported the catheter couldn't be removed through a 7fr sheath post stent dilation. The procedure was a left to right iliac-over bifurcation-post stent dilation. The wire wasn't in place when the ball, deflated & when attempting to remove the cath through the sheath. The entire system was removed as a single unit. Another of the same make was used to complete the case.